Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (part number 314.467, lot number 7399789, stardrive screwdriver shaft t8 105mm. The visible inspection under microscope shows that the tip of the screwdriver shaft is badly twisted. Strong signs of wear and tear as result of multiple uses could be identified. It is obvious that this part was damaged during use. Due to those damages, it is not possible to exactly measure the relevant dimensions. As previously reported the device history record review confirms that this lot was released after final inspection without any non-conformances. Patient information was not provided by the reporter. This case was not a veterinary case as reported in the initial medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that screwdriver tip was found to be twisted during use in a medical procedure. The surgeon was attempting to insert a screw when the malformation was noted. The surgery was delayed by fifteen (15) minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: this case involves a veterinary patient. Patient information will not be provided. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: part 314.467 / lot 7399789 ¿ manufacturer date: august 7, 2013 universal punch corporate manufactured the stardrive screwdriver shaft t8 105mm (part number 314.467, lot number 7399789). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to synthes incoming/final inspection sheet. No non-conformance reports were generated for this lot and the parts were released august 7, 2013. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.